Event description:
Additional information: during post-dilatation of the overlapping stents with a non-identified balloon a dissection occurred. Before the dissection could be treated the patient died. The cause of death was reported as the dissection. There was no additional information provided.

Event description:
It was reported that during a mildly tortuous, concentric, 89% stenosed proximal to 70% stenosed distal left anterior descending coronary artery procedure, the whisper guide wire and voyager balloon dilatation catheter successfully crossed the lesion and pre-dilated a 3.0 x 48 mm xience xpedition stent and an additional 3.5 x 28 mm xience v stent was implanted over the previous stent. Post dilatation was performed with a non-identified balloon. The patient then developed chest pain and died. There was no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xpedition 48 referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). The reported patient effects of angina, dissection, and death, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.